Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the correct tandem charging equipment and attempting various troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump, sending the customer a new unit with updated software, and instructed the customer to complete necessary training before use. The customer acknowledged the instructions and plans to use a multiple daily injection (mdi) as a backup therapy to ensure continued insulin delivery.